Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-09983.

Event description:
As reported by our edwards affiliate in france, a 23mm sapien 3 valve was deployed in the aortic position via the transfemoral approach. At the end of deployment, the valve embolized into the aorta. The valve was pulled back and deployed in the thoracic aorta. A 26mm sapien 3 valve was then prepared and implanted. The second valve landed too ventricular, resulting in 'important' paravalvular leak (pvl). Another 26mm sapien 3 valve was then prepared and implanted higher, resolving the pvl. At the time of the report, the patient was hemodynamically stable and doing well. All valves remain implanted in the patient.

Manufacturer narrative:
Update to h6 (type of investigation, investigation findings, and investigation conclusions) and h10 to reflect engineering evaluation. The 26mm sapien 3 valve was not returned to edwards for evaluation as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The sapien 3 IFU, and procedural training manual were reviewed for instructions and guidance. The procedural training manual provides guidance on thv malposition. Use caution with narrow calcified stj, minimal calcification, severe septal hypertrophy and mitral bioprosthesis. Ensure fluoroscopic view used for deployment is the coplanar view where inferior aspect of all 3 cusps are on same plane, consider coaxial alignment of catheter to the aortic annulus and if positioning is difficult using fluoroscopy alone, consider using both fluoroscopy and tee. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for malposition and exhibits paravalvular leak were unable to be confirmed due to unavailability of applicable imagery/medical report. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Per the event description, 'another 26mm sapien 3 valve was implanted but it was deployed too ventricular, resulting in an important paravalvular leak.' Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue due to a lack of appropriate sealing of the valve to the target site. In this case, the thv was implanted too ventricular or malposition, so pvl skirt was likely unable to properly seal against the target site (native annulus), resulting in paravalvular leak. In this case, available information suggests that procedural factors (malposition thv) may have contributed to the complaint event. However, due to limited information, a conclusive root cause was unable to be determined at this time.